Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the atrial lead dislodged after it was placed and was unable to be fixated afterwards. The physician elected to explant and replace the lead to complete the procedure. The operation went smoothly and the patient is recovering post procedure.